Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that a notification occurred indicating that the bolus delivery had been stopped. Customer's blood glucose level was 147 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the notification, but no response was received.